Event description:
It was reported the hospital device strip showed loss of ventricular capture. It was also noted there was no apparent lead issue and no lead warning and issue possibly due to a spike or drop in electrolytes. Programming options were discussed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.